Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 275 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.